Event description:
Boston scientific received information that this implantable lead was part of a system revision due to aortic valve endocarditis. The aortic valve replacements were revised, and the infection was treated with antibiotics. This lead remains implanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.